Manufacturer narrative:
(B)(4). D10. Ncbâ®, cortical screw, 5.0 mm, 38 mm item# 0202150038 lot# 3109018 qty: (B)(4). Ncbâ®, cortical screw, 5.0 mm, 38 mm item# 0202150038 lot# 3105058 qty:(B)(4). G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that operation was performed with ncb pp plate system. The patient underwent a revision surgery approximately 21 months post implantation due to one of the screws placed in the metaphyseal region being dislodged from the bone due to a pseudoarthrosis. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; therefore, no dimensional analysis can be performed. Some pictures were provided. The plate shows some scratches on the visible surfaces, but it is overall inconspicuous. There are indications of wear on one or more screw holes but with the pictures available it is not possible to determine its extent. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The imaging of the right femur shows lateral plate and screw fixation involving the mid and distal diaphysis, extending into the lateral femoral condyle. There is an oblique fracture in the distal diaphysis with possible loosening of the fifth and sixth distal screws, dislodgment of the second screw, and partial withdrawal of the first screw. The overall fit and alignment are appropriate in the second image, but the first image indicates loosening of the hardware. Signs of issues include the dislodged second screw, potential loosening of the fifth and sixth screws, and partial withdrawal of the first screw. The bone shows partial healing of the oblique fracture, with a loosened fracture line still visible distally and medially. No other anatomical factors are evident that would contribute to the need for revision. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.